Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# rf8t602tdtn implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external device. It was reported by the patient that it was taking about 4.5 minutes on average to connect and deliver a bolus. Personal therapy manager (ptm) settings were 18x/day, 1x/1h (pt typically uses 16-18 each day.) Ptm was running software version: 2.0.1700. The issue was not resolved through troubleshooting. The patient stated that settings in patient data services showed data of 13.16 mb. Patient cleared the data and connected to her pump and stated that it went much faster than what she had been experiencing.